Event description:
It was reported that there was an over infusion of fat emulsions (lipids). The infusion was ordered to infuse at a rate of 0.1ml/ hour over a twenty four (24) hour period (or 2.4ml in 24 hours period). However 6.3ml was infused in approximately 8 hours ("expected was 2.3ml in 24 hours"). The syringe containing the lipid was bd 10ml syringe model #302995. There was patient involvement and the customer reported an unspecified "harm"; it was noted that the patient, who was newborn and admitted for prematurity (24.5 weeks premature), "had trending high triglyceride levels due to the over infusion of lipids. Lipid infusion had to be stopped." Another triglyceride levels had to be drawn in the morning. The infant's current status is stable but still admitted in the neonatal intensive care unit (nicu).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of fat emulsions (lipids). The infusion was ordered to infuse at a rate of 0.1ml/ hour over a twenty four (24) hour period (or 2.4ml in 24 hours period). However 6.3ml was infused in approximately 8 hours ("expected was 2.3ml in 24 hours"). The syringe containing the lipid was bd 10ml syringe model #302995. There was patient involvement and the customer reported an unspecified "harm"; it was noted that the patient, who was newborn and admitted for prematurity (24.5 weeks premature), "had trending high triglyceride levels due to the over infusion of lipids. Lipid infusion had to be stopped." Another triglyceride levels had to be drawn in the morning. The infant's current status is stable but still admitted in the neonatal intensive care unit (nicu).